Event description:
It was reported that an attachment device "ran hot." It was unknown when the alleged defect occurred. It was unknown the device was used in surgery or if there were any delays in a surgical procedure. It was unknown if a spare device was available for use. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device, and the reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).